Event description:
A guideliner v2 catheter was used in a clinical procedure. Upon removal, the guideliner v2 separated into two pieces. Both pieces were retrieved from the patient without further impact.